Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported broken port issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port products are identified in d2 and g4. (Expiry date: 08/2021). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported that sometime post port placement, the device allegedly broke. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021). The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port products are identified.

Event description:
It was reported that during a port placement, the device allegedly broke. It was further reported that the port was removed. There was no reported patient injury.